Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The bolus wizard feature is functioning properly per bolus wizard sample in the user guide. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer called to report that the insulin pump is not working. Customer reported that she is having bolus issues and insulin delivery amounts. Customer's blood glucose reading was 218 mg/dl. Nothing further reported.